Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 92mm diameter abdominal aortic aneurysm. It was reported during the index procedure a type ia endoleak was detected. An additional endovascular procedure was successfully completed and the event was resolved. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.